Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor displayed service code 105: pulse test relay stuck. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector and causing the service code. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor had a damaged case.